Event description:
A medtronic representative reported a damaged open spine clamp. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement spine clamp shipped (B)(4) 2013. Medtronic investigation of returned suspect device finds the clamp face is bent to one side. The adjustment screw is also bent making it difficult to set the clamp. The retainer ring at the tip of the adjustment screw is stretched allowing some play in the movement of the clamp face. Physical damage; dented, nicked, scratched and bent, directly caused the event.